Event description:
Rptr noted that the calibration on the barrel of the syringes are very confusing. A client underdosed themselves with these syringes. At the top of the syringe there is an "m" (from 2-16) and on the other end of the syringe it states "cc" (from 1-10). Pt was underdosing herself with methotrexate. This could have been potentially very dangerous if it were an overdose of this medication.